Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject devices.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6), alleging that their onetouch verio iq meter was prompting a "retest with a new strip" message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the customer care advocate was unable to walk the patient through a retest due to the meter not being charged. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting a "retest with a new strip" message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.